Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
A break was allegedly found in the extension set tubing. This file is for one of two devices reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. Two 20 ga x 0.75 in safestep infusion sets were returned for investigation. Use residue was observed within both devices. One infusion set was returned with an extension set attached to the luer connector. The samples were flushed with water using 10 ml syringe and both were found to leak near the distal end of the hub on the extension tubing. Microscopic observation of the first sample revealed the break to be locationed distal to the adhesive fillet. Fissure patterns were observed on the break surface. The second sample had the break occur at the same location as the first sample. The fracture surface was uneven. Segments of the material tubing were observed near the outer break surface at the surface of the break which is indicative of bending forces being applied. Based on the condition of the returned samples and description of the reported event, possible contributing factors include excessive manipulation and improper securement. As the breaks were observed on both samples returned, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
A break was allegedly found in the extension set tubing. This file is for one of two failures reported.